Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, when the customer found a broken wire from the mega needle driver (mnd) instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no observed intraoperative collision or misuse involving the instrument. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. One cable was protruding from the distal end of the instrument. The reporter confirmed that there was no patient injury. The reporter was unable to disclose the patient demographic information.